Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called asking for assistance with the settings on her insulin pump. Customer's blood glucose was 500 mg/dl. She treated with manual injections. Customer stated the high is not due to anything device related. Customer could not get the settings from her old insulin pump due to a motor error. Customer was advised to speak to her doctor about her settings. Nothing further reported.